Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11. Results of investigation: mainboard epc to cfb communication failure. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that during ventilation, the bellavista 1000 ventilator screen was black, and the red lights were flashing in addition to buzzer sound. After holding the turn off button and turning it on once again, the unit started to work as it should. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.